Manufacturer narrative:
Concomitant products: c6tr01, ipg, implanted: (B)(6) 2016.

Event description:
It was reported that a remote monitoring transmission indicated that there was a high right ventricular threshold reading. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.